Event description:
It was reported that this right ventricular (rv) lead was implanted. However, the lead exhibited high capture thresholds several days after the implant. The physician opted to explant and replace the lead. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.